Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 528 mg/dl, which was treated with a bolus from the insulin pump. Troubleshooting was not performed because the reported issue was a past event and was resolved by changing the reservoir and the infusion set. Nothing further was reported.